Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose reading of 60 mg/dl shortly after a breakfast announce, treated with oral glucose tablets, in the setting of ongoing sensor issues and a recent factory reset while the ilet was adapting, with inconsistent meal announces noted as a potential contributor. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention to treat low glucose. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding any specific device problem or component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.